Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The instrument was received partially applied with ten clips remaining. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic cholecystectomy, the clip was loaded into the jaws of the device but the tips of the clip closed slightly. The clip applier was removed from the abdominal cavity and reloaded, but the same issue happened. To complete the procedure, another clip applier was used. No patient injury or extension in surgical time.